Event description:
Patient reported that he removed the luer lock from his device and the tubing completely separated. Patient stated that insulin did not leak out and his blood glucose was not affected.